Event description:
Reported as eroded band, infection and right upper quadrant abdominal pain. Operative report noted procedures performed included an esophagogastroducodenscopy, laparoscopic cholecystectomy and laparoscopic band removal.

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted an aneurysm in the shell that appears to have been caused by the erosion. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. Analysis of the device noted damage from a sharp instrument to the buckle and the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). Performance tests indicate no leakage at the access port or access port tubing. Erosion is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as: "other adverse events considered related to the bioenterics lap-band that occurred in fewer than 1% of subjects included: ...abdominal pain..."